Event description:
It was reported by the customer that a pyxis medstation es system was not turning on, indicating that the station was offline. Customer indicated that there was a delay in the dispensing of medication caused by a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was not powering on. A filed service engineer replaced aux2 drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.